Manufacturer narrative:
Per the clinic, the patient also reportedly developed a chronic otitis media since initial implantation on (B)(6) 2025, that has never healed. Reimplantation is planned; however, it is unknown if this has occurred as of the date of this report.

Event description:
Per the clinic, the patient experienced a chronic infection (pus) at the implant site and subsequently was treated with oral antibiotics for 6 months (specific date not reported). The patient also reported experiencing a fall, which resulted in migration of the receiver/stimulator. Subsequently, the patient was placed under general anesthesia on (B)(6) 2025, to explant the device. It is unknown if there are plans to re-implant the patient as of the date of this report.